Event description:
It was reported that surgical intervention was required to remove a broken piece of the instrument from the pt's tibia. The surgeon then applied a cable system to hold the tibia. Surgical time was extended 30-40 minutes as a result of this intervention.